Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and may require a revision surgery due to tibial component aseptic loosening.

Manufacturer narrative:
The reported event could be confirmed, since the device was not returned for evaluation and but with available radiographs alleged event could be confirmed. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing or design related problems related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. With the available CT scans a formal medical opinion was sought: from the CT scan the reported/assumed tibial loosening can be confirmed as there is radiolucence and some smaller cysts visible adjacent to the component. The talus has a little radiolucence as well. But here loosening cannot be confirmed. It is described as being aseptic. In that case the underlying cause is likely to be patient related due to poor bone substance. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on the formal medical opinion root cause can most likely attributed to patient related due to poor bone substance. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and may require a revision surgery due to tibial component aseptic loosening.